Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. The customer's blood glucose reading was in high 50's mg/dl and also had high blood glucose of 300's mg/dl. The customer stated that buttons like act were less responsive, light and rewind was loud. The insulin pump reject battery and received random no delivery alarms. The battery cap stripped out. The customer declined troubleshooting on insulin pump. The pump will not be returned for analysis.